Event description:
It was reported that the touchscreen of a pump was unresponsive, preventing customer interaction with the screen. There was no adverse impact to the customer's blood glucose level. The customer attempted a pump reset as advised by technical support, but the issue persisted. The customer was informed to use multiple daily injections (mdi) as backup therapy.